Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported high blood glucose of 533 mg/dl. Customer declined troubleshooting for high blood glucose. Advised to monitor and call back if needed. Customer advised that her blood glucose got to 94 mg/dl.